Event description:
It was reported that two acculink stents were placed in the carotid artery overlapping using a accunet during post-dilatation with a viatrac, the pt crashed and was shocked three times to resuscitate. The pt was stabilized with a balloon pump and moved to ICU.